Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that upon inspection the following parts were found broken. Attune spacer block - missing spring attune spacer block - chipped attune system impactor - deep gouges x2 attune impaction handle - cracked x2 attune rev stem trial - bad threads x2 attune assembly wrench - missing screw attune mes sizing/rot gde - missing spring / faded 57 grater - won't attach. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the paint injection graving was faded. A new design solution was developed for the condition of lost paint injection engraving; the solution involves the addition of a white polymer component, over which the structural black plastic is shot, thereby forming a "2-shot" instrument. However based on the age of the device and the overall appearance, the potential cause can be traced to use and service over the years. Additionally the comp spring was missing. This condition may occur during the cleaning/sterilization process. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that upon inspection the attune mes sizing/rot gde , it was found with a missing spring and fading.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.